Manufacturer narrative:
The insulin pump passed displacement test, active current measurement and self test. The power management graph was in specification. No unexpected pump error alarms were present in the pump history file. Multiple unexpected low battery alerts noted in the pump history file and pump was received with high sleep current measurement due to corrosion on all electronic assemblies. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, peeling end cap address label, corrosion on force sensor assembly and moisture damage on motor home switch.

Event description:
The customer reported via phone call that the battery just kept dying. The customer stated that the delivery stopped within an hour of low battery. The customer's blood glucose was unknown. The product was returned for analysis.